Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and the malfunction did not occur again after the reset. The customer was advised to continue using the pump and to call back if the issue recurred, which they acknowledged and understood.